Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was the trunk cable being pulled from the strain relief, pulling the j702 off of the distribution node (dn) pca . The root cause for the strained cable was excessive force. No adverse events occurred from the damaged electrode belt. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was unable to power up. The cause for the failure was isolated to shorted u1003 pld components and an open f600 component on the ca board. The root cause for the shorted and open components could not be positively identified. No adverse events occurred from the defective monitor. Manufacture dates: monitor sn (B)(4) - 7/17/2018. Belt sn (B)(4) - 1/7/2015.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable) and that there monitor was not powering on.